Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The patient was not dependent.

Event description:
New information noted that the device was explanted in (B)(6) 2014.